Event description:
Subsequent to the initial MDR, clarification was provided on 11/26/2025. On 11/11/2025, the patient reported that, while sleeping, he experienced what he described as a ¿diabetic coma.¿ the duration of this episode is unknown, as it occurred during sleep. Upon waking spontaneously, the patient noted symptoms including excessive sweating, leg cramps, and temporary inability to walk. Once able to ambulate, the patient consumed juice and sugar. At that time, his blood glucose (bg) meter reading was 12 mg/dl, while his continuous glucose monitor (cgm) displayed 48 mg/dl. The patient was using an omnipod insulin pump and reported that his cgm alert thresholds were set at 120 mg/dl (low) and 150 mg/dl (high). The patient stated that he did not receive any alerts from the dexcom mobile app when his glucose dropped below 120 mg/dl, but did hear an alert when the cgm value reached 48 mg/dl. The patient did not seek emergency or higher-level care and reported feeling ¿a little better¿ at the time of the call. Data was provided and was found in connection with the reported allegation that the estimated glucose values did not drop below the urgent low alert threshold (55 mg/dl) on the alleged date of event, 11/11/2025. However, the egvs did drop below the urgent low alert threshold on 11/09/2025, and the app delivered alerts as expected per specifications and user settings. Some alerts were not delivered as the mobile device operating system did not grant the app audio permissions on november 09, 10, and 11, 2025. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, the patient reported that during sleep, he experienced what he described as a ¿diabetic coma.¿ the duration of this episode is unknown, as it occurred while the patient was asleep. Upon awakening spontaneously, the patient noted sweating, leg cramps, and an inability to walk. Once able to ambulate, he consumed juice and sugar. The patient¿s blood glucose meter displayed ¿low mg/dl,¿ while the cgm reading was 48 mg/dl. The patient was using an omnipod insulin pump at the time. He stated that no hypoglycemia alerts were received from the dexcom mobile app overnight. The patient did not seek emergency or higher-level care. At the time of reporting, he stated he was feeling ¿a little better.¿ data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.